Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted due to a reported device problem. No other information was made available. The device was explanted (B)(6), 2011, and the patient was reimplanted with a new device during the same surgery. The manufacturer became aware upon receipt of a registration form for the newly-implanted device.